Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the nebulizer was prepared for a treatment, but it didn't deliver the medication even when the oxygen flow rate was increased to 15 lpm. There was only a slight noise and no mist. The issue was detected prior to pt use. No pt injury reported.